Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to the initial with information inadvertently left out g2 and to provide an update to field h3. The device was evaluated by olympus, and no reportable malfunctions were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the reported malfunction could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had noisy image where the object could not be recognized. The issue occurred during an unspecified procedure. They finished the procedure with a similar device without any delay. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.